Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury. The unrelated death was due to progressive heart failure. Death and tissue injury are listed in the instructions for use as known possible complications associated with the mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ mixed mitral regurgitation, heart failure, renal disease, coronary artery disease and significant mitral annular calcification with short posterior mitral leaflet for a mitraclip procedure. During the surgery, one mitraclip xtw was implanted successfully on the anterior and posterior leaflet 2 (a2/p2) and the clip was stable on the leaflets. It was determined that there was some posterior mitral leaflet chordal damage. The mr was reduced to grade 4. There were no adverse patient effects or clinically significant delays related to the procedure reported. During the follow up, it was determined that the patient passed away on (B)(6) 2025 and the cause of death was progressive heart failure.